Manufacturer narrative:
Successfully downloaded history files and traces using thump. The loaded voltage (loaded vlith) and the unloaded voltage (unloaded vlith) display at the adapt tool shows abnormal behavior. In further analysis in the pump history found: low battery alarm on (B)(6) 2024 at 03:56:06.000 multiple replace battery alert on (B)(6) 2024 from 16:57:00.000 until 17:58:12.000. Multiple replace battery now alarm on 06/20/2024 from 17:28:00.000 until 18:00:00.000. Power loss alarm on (B)(6) 2024 at 20:03:11.000 and (B)(6) 2024 at 06:48:39.000. Multiple failed batt/battery failed alarm on (B)(6) 2024 from 17:39:15.000 until 17:58:11.000. Multiple pump error 68 alarm on (B)(6) 2024 from 06:41:03.000 until 20:00:03.000. Multiple pump error 49 alarm on (B)(6) 2024 from 06:41:03.000 until 20:01:16.000. Multiple pump error 23 alarm on (B)(6) 2024 from 06:47:15.000 until 20:01:35.000. The pump passed the displacement and active current test. No unexpected replace battery alarm during testing. However, pump received with pump error 68, pump error 49, pump error 23 after battery change, pump error 75 alarm during self test and high sleep current measurement during testing. Pump was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted and internal battery was plugged in properly to j6/pcba 1. Swapping out test boards, pump was monitored and no pump error 68, 49, 23 after battery change, 75 alarm during the self test and sleep current measurement is within specs is isolated to the pcba 1. Redownload pump using thump and the power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. The sc1 cap locks properly into the reservoir compartment. Pump received with scratched case during the visual inspection. Multiple replace battery alert, multiple replace battery now alarm confirmed in the pump history, pump error 68, 49, 23, 75 alarm and high sleep current measurement confirmed during testing, problem isolated to the pcba 1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported receiving the low lifetime battery and the replace battery replace battery now or power error detected. The customer reported no adverse event. The event involved product(s) mmt-1886. The customer reported receiving a replace battery alert replace battery now alarm. This was the second occurrence of receiving an alarm in less than 8 hours after a low battery warning. No harm requiring medical intervention was reported. Mmt-1886 was requested and the customer response was the device will be returned.